Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 26-year-old female patient who had essure (ess205) (batch no. 621676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and delivery. Concurrent conditions included anemia, hives, itching, uterine bleeding, discomfort and anemia. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) and ferrous sulfate;folic acid (ferrous sulphate) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems - depression") and anxiety ("mental anguish/psych injury"), 15 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy ¿ uterus +cervix). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved, the depression, anxiety and post procedural complication outcome was unknown and the genital haemorrhage was resolving. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per previous f/u hsg was performed; however in recent pfs information was received that she did not underwent confirmation test. Insertion details, specify- three to four bands of coil were visible.the left tubal ostium was then visualized. Date: (B)(6) 2006 procedure performed: bilateral tubal occlusion using essure technique procedure in detail: the left tubal ostium was visualized. Two separate devices failed to release and had to be retrieved from the uterus with a grasping forceps. On the third attempt, the device threaded well r released, and 13 coils were visible. Lot number: 621676 manufacture date: 2006-10 expiration date: 2008-09. Treatment received for pelvic pain, menorrhagia, abnormal bleeding(vaginal). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Pathology test - on (B)(6) 2009: surgical pathology report diagnosis a . Uterus, cervical mass, exclslon pedunculated cervical leiomyoma. With mucosal erosion and nonspectflc inflammation b. Uterus, endocervlx, curettage. Fragments of benign endocervical and ectoc;crvical mucosa c . Uterus, ' cervical tlsaue', eurouage ·menstrual endometrium. Diagnosis uterus and cervix, hysterectomy· cervik with squamous mel8pjasla; weakly proliferative endometllum; on (B)(6) 2009: surgical pathology report. A . Uterine cervix, 9 o'clock position. Blopsy- endocervical and exocervical mucosa with slight bcuie and tcbronlc inflammation and focal reactive epithelial b . Uterine cervix, 3 o'clock position. Biopsy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal), were updated to recovered/resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 26-year-old female patient who had essure (ess205) (batch no: 621676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and delivery. Concurrent conditions included anemia, hives, itching, uterine bleeding, discomfort and anemia. Concomitant products included betacarotene; bioflavonoids nos; biotin; calcium ascorbate; calcium pantothenate; calcium phosphate; choline bitartrate; chromic chloride; colecalciferol; copper sulfate; cyanocobalamin; folic acid;hesperidin; inositol; iron amino acid chelate; lycopene; lysine hydrochloride; magnesium oxide; manganese sulfate; molybdenum trioxide; nicotinamide; phytomenadione; potassium iodide; potassium sulfate; pyridoxine hydrochloride; retinol acetate; riboflavin; selenomethionine; silicon dioxide, colloidal; sodium borate decahydrate; thiamine mononitrate; tocopheryl acid succinate; ubidecarenone; zinc oxide (multivitamin & mineral) and ferrous sulfate; folic acid (ferrous sulphate) since on (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems - depression") and anxiety ("mental anguish/psych injury"), 15 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage ("general abnormal bleeding") and post procedural complication ("post removal complication-yes"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy ¿ uterus +cervix). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain and genital haemorrhage was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per previous f/u hsg was performed; however in recent pfs information was received that she did not underwent confirmation test. Insertion details, specify- three to four bands of coil were visible. The left tubal ostium was then visualized. Date: on (B)(6) 2006 procedure performed: bilateral tubal occlusion using essure technique. Procedure in detail: the left tubal ostium was visualized. Two separate devices failed to release and had to be retrieved from the uterus with a grasping forceps. On the third attempt, the device threaded well r released, and 13 coils were visible. Lot number: 621676, manufacture date: 2006-10, expiration date: 2008-09. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: result: essure device was successfully occluded. Pathology test: on (B)(6) 2009: surgical pathology report. Diagnosis: a . Uterus, cervical mass, exclusion pedunculated cervical leiomyoma. With mucosal erosion and nonspectacle inflammation. B. Uterus, endocervix, curettage. Fragments of benign endocervical and ectoc;cervical mucosa. C . Uterus, ' cervical tlsaue', eurouage ·menstrual endometrium. Diagnosis: uterus and cervix, hysterectomy· cervik with squamous mel8pjasla; weakly proliferative endometllum; on (B)(6) 2009: surgical pathology report. A . Uterine cervix, 9 o'clock position. Blopsy- endocervical and exocervical mucosa with slight bcuie and tcbronlc inflammation and focal reactive epithelial. B. Uterine cervix, 3 o'clock position. Biopsy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet received. Events added from pfs- general abnormal bleeding, post removal complication-yes. Reporter information were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 26-year-old female patient who had essure (ess205) (batch no. 621676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and delivery. Concurrent conditions included anemia, hives, itching, uterine bleeding and discomfort. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;cholecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems - depression") and anxiety ("mental anguish"), 15 days after insertion of essure (ess205). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per previous f/u hsg was performed; however in recent pfs information was received that she did not underwent confirmation test. Insertion details, specify- three to four bands of coil were visible. The left tubal ostium was then visualized. Date: (B)(6) 2006 procedure performed: bilateral tubal occlusion using essure technique procedure in detail: the left tubal ostium was visualized. Two separate devices failed to release and had to be retrieved from the uterus with a grasping forceps. On the third attempt, the device threaded well r released, and 13 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pathology test - on (B)(6) 2009: surgical pathology report diagnosis a . Uterus, cervical mass, exclusion pedunculated cervical leiomyoma. With mucosal erosion and nonspectacle inflammation b. Uterus, endocervix, curettage. Fragments of benign endocervical and etcoc;cervical mucosa c . Uterus, ' cervical tlsaue', neuroimage ·menstrual endometrium. Diagnosis uterus and cervix, hysterectomy· cervix with squamous melipans; weakly proliferative endometrium; on (B)(6) 2009: surgical pathology report. A . Uterine cervix, 9 o'clock position. Blopsy- endocervical and exocervical mucosa with slight bcuie and tcbronlc inflammation and focal reactive epithelial b . Uterine cervix, 3 o'clock position. Biopsy.. Lot number: 621676 manufacture date: 2006-10 expiration date: 2008-09 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a 26-year-old female patient who had essure (ess205) (batch no. 621676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and delivery. Concurrent conditions included anemia, hives, itching, uterine bleeding, discomfort and anemia. Concomitant products included betacarotene;bioflavonoids nos;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;colecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral) and ferrous sulfate;folic acid (ferrous sulphate) since (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems - depression") and anxiety ("mental anguish"), 15 days after insertion of essure (ess205). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per previous f/u hsg was performed; however in recent pfs information was received that she did not underwent confirmation test. Insertion details, specify- three to four bands of coil were visible.the left tubal ostium was then visualized. Date: (B)(6) 2006 procedure performed: bilateral tubal occlusion using essure technique procedure in detail: the left tubal ostium was visualized. Two separate devices failed to release and had to be retrieved from the uterus with a grasping forceps. On the third attempt, the device threaded well r released, and 13 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.. Pathology test - on (B)(6) 2009: surgical pathology report diagnosis. A . Uterus, cervical mass, exclslon pedunculated cervical leiomyoma. With mucosal erosion and nonspectflc inflammation b. Uterus, endocervlx, curettage. Fragments of benign endocervical and ectoc;crvical mucosa c . Uterus, ' cervical tlsaue', eurouage ·menstrual endometrium. Diagnosis uterus and cervix, hysterectomy· cervik with squamous mel8pjasla; weakly proliferative endometllum; on (B)(6) 2009: surgical pathology report. A . Uterine cervix, 9 o'clock position. Blopsy- endocervical and exocervical mucosa with slight bcuie and tcbronlc inflammation and focal reactive epithelial b . Uterine cervix, 3 o'clock position. Biopsy. Lot number: 621676 manufacture date: 2006-10 expiration date: 2008-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received.update outcome of event pelvic pain from unknown to recovering / resolving. Concomitant condition, concomitant drug, reporter was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain') in a (B)(6) female patient who had essure (ess205) (batch no. 621676) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pap smear abnormal and delivery. Concurrent conditions included anemia, hives, itching, uterine bleeding and discomfort. Concomitant products included betacarotene;bioflavonoids;biotin;calcium ascorbate;calcium pantothenate;calcium phosphate;choline bitartrate;chromic chloride;cholecalciferol;copper sulfate;cyanocobalamin;folic acid;hesperidin;inositol;iron amino acid chelate;lycopene;lysine hydrochloride;magnesium oxide;manganese sulfate;molybdenum trioxide;nicotinamide;phytomenadione;potassium iodide;potassium sulfate;pyridoxine hydrochloride;retinol acetate;riboflavin;selenomethionine;silicon dioxide, colloidal;sodium borate decahydrate;thiamine mononitrate;tocopheryl acid succinate;ubidecarenone;zinc oxide (multivitamin & mineral). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems - depression") and anxiety ("mental anguish"), 15 days after insertion of essure (ess205). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: as per previous f/u hsg was performed; however in recent pfs information was received that she did not underwent confirmation test. Insertion details, specify- three to four bands of coil were visible. The left tubal ostium was then visualized. Date: (B)(6) 2006, procedure performed: bilateral tubal occlusion using essure technique procedure in detail: the left tubal ostium was visualized. Two separate devices failed to release and had to be retrieved from the uterus with a grasping forceps. On the third attempt, the device threaded well r released, and 13 coils were visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded. Pathology test - on (B)(6) 2009: surgical pathology report. Diagnosis: uterus, cervical mass, excision pedunculated cervical leiomyoma. With mucosal erosion and nonspecific inflammation. Uterus, endocervix, curettage. Fragments of benign endocervical and ectocervical mucosa. Uterus, ' cervical tissue', "eurouage" ·menstrual endometrium. Diagnosis: uterus and cervix, hysterectomy· cervix with squamous metaplasia; weakly proliferative endometrium; on (B)(6) 2009: surgical pathology report. Uterine cervix, 9 o'clock position. Biopsy- endocervical and exocervical mucosa with slight "bcuie" and "tcbronlc" inflammation and focal reactive, epithelial. Uterine cervix, 3 o'clock position. Biopsy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-jun-2019: new pfs and mr received- new events added: abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish were added. Lot number, new reporters, concomitant and historical conditions, concomitant drugs were added. Lab data was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.